Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. The 3.0mm x 40mm coyote es balloon catheter was advanced. Inflation was performed once to 14atms. During the second inflation, the balloon ruptured at 10atms. The physician felt the issue was caused by the balloon hitting a pointy calcified portion. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. The 3.0mm x 40mm coyote es balloon catheter was advanced. Inflation was performed once to 14atms. During the second inflation, the balloon ruptured at 10atms. The physician felt the issue was caused by the balloon hitting a pointy calcified portion. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall on the mid-section to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).